Event description:
It was reported that during a hemorrhoid al mucosa circumcision procedure, the tissue was cut but only one half of the staple line was deployed. No staples on the other half of the staple line and bleeding was found. The surgeon used hand sewing to complete the procedure. The patient lost about 100ml blood in the process. Now the patient is in stable condition.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did the patient require any treatment based on the 100 ml of blood loss? If yes, please explain. ¿no. What is the current status of the patient? -in stable condition. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.